Event description:
The technician alleged that the bed has no audible alarm from the bed exit sidecom module. No injury reported.

Manufacturer narrative:
The technician replaced the sidecom housing to resolve the issue.